Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was below 20 mg/dl. Customer stated that insulin pump had critical pump error alarm. Customer was unconscious and also had seizure. Customer had paramedics at home 2 times. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.